Event description:
A us distributor reported the monitor lcd display screen is blank or black.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor lcd display screen is blank or black) has been confirmed. As received, the monitor would not power on correctly. Upon evaluation, the monitor exhibited a flash memory failure at bga components on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. There was no adverse event that resulted from the damaged monitor.